Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a removal hex of locking screws 3.5 broke during surgery but there was no prolongation. It happened while the locking screw was removed. There was no patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has shown that the hexagonal tips of both screwdrivers are broken off as complained. The review of the production history revealed that these instruments were manufactured according to the specifications (lot 9257631 in december 2014; lot 9313528 in january 2015). No manufacturing related issues that would have contributed to this complaint were found. The screwdriver shafts are made from stainless steel (hardened and tempered) and are manufactured according to the iso norm 7153. In addition the hardness parameters were checked randomly at the time of manufacturing. Based on these findings it can be concluded that a mechanical overloading during use caused the breakage. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. The hardness was measured randomly at the time of the manufacturing and was found to be good. The dimensions cannot be verified due to the damage incurred. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.